Event description:
In 2006 a trauma patient underwent endovascular repair of a transected thoracic aorta using the gore tag thoracic endoprosthesis. The device was deployed successfully despite a slight lack of inner wall apposition in the arch which was expected. Two to three days post operatively, a CT study confirmed the graft was functioning as expected, however, the patient began to develop upper extremity htn and lower extremity ischemia as well as acute renal failure. Another CT was performed showing the graft had infolded at the proximal end and partially collapsed in the middle. Ten days later, the infolding was treated endovascularly with three palmaz stents. A final angiogram showed the graft to be functioning as expected. The patient tolerated the procedure. It is anticipated the patient will regain normal renal function over time.